Event description:
A customer reported the laser would only fire intermittently. A second system was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).